Event description:
I received juvederm and while sticking the needle in my facial lines I felt electricity in my face. It "swole" up and the next day, it was starting an infection, it got worse for 7 days, saw the doctor 3 times and she ordered an MRI of my face. I had to take two rounds of antibiotics and could not leave the house for three weeks but to see the doctor who administered it and for the xrays. They did not have me clean my face, in my opinion is that they introduced bacteria off my face into the needle prick. I now have a scar on the side of my face. I am very unhappy with this scar. Dates of use: 2009 - 1 time. Diagnosis or reason for use: lines.